Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The patient began to decrease in egv's from noon to 1 pm with egvs from 128 - 72 mg/dl. From 1:05 - 1:15 pm the patient was near their low threshold between 66 - 61 mg/dl. At 1:20 pm the patient got a low alert to their bluetooth device at 35 % volume. The low alert cleared at the following egv since they cleared their low threshold with a value of 61 mg/dl. After 1:30 pm, the patient's egvs began to rise. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, while at work, the patient became unable to respond to other¿s questions and eventually lost consciousness. The patient¿s cgm was reading 45 mg/dl, however, the patient reported not receiving an alert from his mobile app to notify him of his hypoglycemic state. No bg meter reading was reported. A co-worker recognized something was wrong with the patient and called emergency medical services (ems). Once ems arrived, the patient was treated with an unspecified injection and was transported to the emergency room (ER). At some point at the ER, the patient regained consciousness and recalled his bg meter reading dropped to 40 mg/dl. The patient was treated with an unspecified IV, gum, crackers, and juice. The patient was discharged home after approximately 2 hours once his bg level increased to 100 mg/dl. The patient was ¿okay¿ at the time of report. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.